Manufacturer narrative:
(B)(4) implanted device remains.

Event description:
Per the clinic, the patient sustained a head injury around the implant site on (B)(6) 2010. Subsequently, the patient experienced migration of the receiver/stimulator and intermittencies with device use. The patient underwent a surgical procedure on (B)(6) 2012, to reposition the device. During this procedure the electrode array extruded from the cochlea, and the patient was reimplanted with the same device. It was reported that the patient's hearing has become clearer post-surgery, and the improper positioning of the receiver/stimulator has been resolved. The implanted device remains.